Event description:
Customer alleges discrepant results with the meter compared to the nurse's meter. Results as follows: date (B)(6) 2011. Inratio results: initial = 1.5, repeat = 7.5. Time between testing was 4 hours. After the inratio repeat of 7.5, another test was done within minutes on the nurse's meter (not an inratio meter), results were = 1.5. An adverse event occurred, dosage was increase due to two the 1.5 results.

Manufacturer narrative:
Investigation pending.